Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead has issues with capture and oversensing. It was also reported through follow up that patient's device was adjusted during a visit to the hospital. During a regular follow up visit at her doctor's office, the patient was good with no problems noted. The lead remains in use. No patient complications have been reported as a result of this event.